Event description:
It was reported that the customer had low blood glucose levels (63 mg/dl). Customer consumed a glucose tablet and dinner, and drank chocolate milk.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.